Manufacturer narrative:
Product event summary : initially, the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated an electrical reset. The device was returned and analyzed. The returned device indicated an issue with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The patient had been electrocuted about eight weeks prior and a power on reset (por) was also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Pal analysis found the device battery to be severely depleted at less than 1 volt, resulting in the reported no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed that plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.